Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) appropriately gave anti-tachycardia pacing (atp) during a ventricular tachycardia (vt) episode, but the rhythm accelerated into ventricular fibrillation (vf). The episode was successfully treated with a shock. This crt-d remains in service. No adverse patient effects were reported.